Manufacturer narrative:
(B)(4). The homechoice (hc) has been received and the device has been analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during visual inspection. The device was unable to power up. Input voltages into the power supply were within specification, but there was no output voltage recorded exiting the power supply. Although the device had power failure, the reported burning smell was unable to be confirmed as nothing burnt was identified during inspection. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history found nothing that would have contributed to the issue. The reported problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the home patient (hp) turned the home choice (hc) on "it made a pop and it had a burning smell." The technical service representative (tsr) had the home patient (hp) turn the hc off and unplug the power cord. The tsr arranged a return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.